Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported a patient experienced respiratory distress during a pca infusion of dilaudid and required narcan ivp. No lasting patient harm was reported. The customer initially requested an event log review to determine the number of pca requests delivered; however, the customer subsequently declined an investigation by customer advocacy and stated that there are no allegations of any pump issue having been a factor in the event.